Event description:
It was reported that the rotation speed was not stable. A 90% stenosed target lesion was located in mid left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, inside the patient, the speed varied from 80000 rpm to 100000 rpm, and there was a popping sound. The device was removed from the patient and reconnected to the system. It was noted that the burr was twisted as a spring. The procedure was then completed with another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the set speed is from 14k rpm to 16k rpm however, the maximum speed reached was 90k rpm during normal mode.

Event description:
It was reported that the rotation speed was not stable. A 90% stenosed target lesion was located in mid left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, inside the patient, the speed varied from 80000 rpm to 100000 rpm, and there was a popping sound. The device was removed from the patient and reconnected to the system. It was noted that the burr was twisted as a spring. The procedure was then completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and media analysis findings of coil was kinked and stretched at the handshake connection were noted. No other issues were identified during the product analysis.

Event description:
It was reported that the rotation speed was not stable. A 90% stenosed target lesion was located in mid left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, inside the patient, the speed varied from 80000 rpm to 100000 rpm, and there was a popping sound. The device was removed from the patient and reconnected to the system. It was noted that the burr was twisted as a spring. The procedure was then completed with another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the set speed is from 14k rpm to 16k rpm however, the maximum speed reached was 90k rpm during normal mode.